Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a skin irritation. The patient reported that she had a skin irritation on her back under the therapy electrodes. The irritation was reportedly red and the skin was broken. The patient's physician prescribed the patient an ointment to use on the irritation. Follow-up indicated that after using the ointment, the irritation improved.